Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 26. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 26. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.